Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the device had an oxygen leak. The pressure of the bottle was deflated without the device being in use. It is unknown how the issue was found. No patient or user harm was reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer replaced the flow sensor assembly. Attempts have been made to obtain patient information; however, no response was received. Although requested, the part has not been received at this time. If the part is received, the complaint will be reopened, and a root cause analysis will be performed.